Manufacturer narrative:
Concomitant medical products: product ID: 97715, serial# (B)(4), product type: implantable neurostimulator; product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. See related regulatory report #: 3004209178-2018-23039. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that during an ins replacement surgery, impedances were found to be out of range on electrodes 0, 6, and 7, when the lead was in the 0-7 port. The lead was switched to the 8-15 port, and electrodes 8, 14, and 15 were out of range. The same lead was then placed in an external neurostimulator (ens) to test impedances, and no impedances were out of range at that time. The doctor decided to switch out the ins that had the impedances. Impedances were checked on the replacement ins, and impedances were found on three of the contacts. It was reported the impedance issue was resolved. The ins that was replaced due to impedances was sent back to the manufacturer on (B)(6) 2018 for analysis. No symptoms were reported. It was noted the rep was unable to test impedances prior to the surgery because the ins present in pre-op was in over discharge. No further complications were reported or anticipated.